Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08740 inches. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at the display window corners and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) with blood glucose level was 39 mg/dl. Customer blood glucose level was 39 mg/dl at the time of incident and current blood glucose level was 124 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event the customer was treated with glucose intravenous. Customer alleging that insulin pump was over delivering. The insulin pump will be returned for analysis.